Event description:
I currently have breast implants that have been recalled worldwide and I am experiencing a lot of pain in my breasts. In 2004 dr (B)(6) implanted me with allergan biocell textured implants. Since then I have been severely sick and have a lot of breast pain. I want to make sure I don't have bia-alcl or lymphoma which these specific implants cause. I want to get them removed as well as the capsules asap but do not have the funds to do so. This is unspeakable that there is no help from the manufacturer to pay for the removal cost when there is a worldwide recall for such a dangerous and life-threatening illness caused by these implants. Something needs to be done about this immediately. FDA safety report ID # (B)(4).